Manufacturer narrative:
Other relevant device is: etlw1613c124ee, sn: (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. At one year and 10 months post implant, the aneurysm measured 5.9 cm x 5.6 cm in diameter. It was reported that approximately three years and three months post index procedure, a CT revealed that the aneurysm had enlarged to 6.4 cm in diameter and there was an unknown endoleak. Approximately three years and six months post index procedure, an angiogram confirmed that there was a type iii fabric endoleak on the contralateral side of the endurant ii stent graft system. The endoleak is coming from the contralateral side; however it is unknown whether it is coming from the bifurcate of the contralateral limb. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the exact cause and source of the endoleak and aneurysm expansion could not be determined from the films provided. During the course of the implant duration aneurysm expansion and disease progression of the proximal neck was noted: neck dilatation, reduced neck length, and increasing angulation. However, no clear proximal type I endoleak was observed, although it is possible that the sac may have been pressurized from the marginal proximal seal. Type ii endoleaks were also seen from the majority of the follow-up CT¿s which may have also contributed to the aaa expansion. The most recent CT¿s showed contrast from a likely type iii fabric endoleak from one or both limbs, possibly caused by implanting within the calcified distal aorta. The angio images from three years and seven months post implant which reported a type iii fabric endoleak on the contralateral side of the endurant ii stent graft system were not available for return and assessment.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.